Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: stem: 0001825034-2019-00217, head: 0001825034-2019-00218, cup: 0001825034-2019-00219.

Event description:
It was reported patient experienced post-operative pain and noise of the hip approximately 2 years post implantation. Attempts have been made and additional information on the reported event is unavailable.